Event description:
The customer observed a false non-reactive architect hbsag and provided data on 1 patient: (reference = 0.05 iu/ml is reactive). On (B)(6) 2023 result was 0.02 (non-reactive) and the physician questioned the result on (B)(6) 2023 another patient sample was found, and a retest generated a result of 0.04 (non-reactive). On (B)(6) 2023 a new specimen was collected and generated a result of 0.00 (non-reactive) . Additional laboratory data: the patient tested positive for hbsag on the siemens platform, the elisa hbsag was positive, and the hbv-dna test result was positive. There was no reported impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number 6c36 and there is a similar product distributed in the us, list number 4p53. E1 phone - complete phone number is (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
B5 was updated with the additional information provided by the customer. The complaint investigation regarding false non-reactive results of architect hbsag reagent, lot number 43568fn01 included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Return testing was not completed as returns were not available. Ticket search by lot 43568fn01 indicates that the reagent lot has not had an increase in complaint activity. Ticket and trending review for the architect hbsag reagent did not identify any related trends. Device history record review did not identify any related non-conformances or deviations associated with lot 43568fn01 and the complaint issue. A labeling review determined product labeling provides adequate information regarding the customer issue. In house testing of lot 43568fn01was performed and the testing all specifications were met indicating that the lot is performing acceptably. Based on the investigation, no systemic issue or deficiency with the architect hbsag reagent, lot number 43568fn01 was identified.

Event description:
The customer observed a false non-reactive architect hbsag and provided data on 1 patient: (reference = 0.05 iu/ml is reactive). On 8 apr 2023 result was 0.02 (non-reactive) and the physician questioned the result on 10 april 2023 another patient sample was found, and a retest generated a result of 0.04 (non-reactive). On 13 april 2023 a new specimen was collected and generated a result of 0.00 (non-reactive). Additional laboratory data: the patient tested positive for hbsag on the siemens platform, the elisa hbsag was positive, and the hbv-dna test result was positive. There was no reported impact to patient management. Update: the customer provided the following data on 10 may 2023 the patient was diagnosed of acute icteric hepatitis. Alt, ast and total bilirubin were elevated. The customer provided the following results: alt: 1742 u/l,ast: 1576 u/l,total bilirubin: 486 mol /l. Hepatitis serological indicators were tested on abbott and siemens platforms: hbsag arcitect: 0.02 iu/ml (non-reactive) reference:<0.05 iu/ml. Siemens: 241.05 index(reactive) reference:<1 index. Hbsab arcitect: 321.72 miu/ml(reactive) reference:<10 miu/ml. Siemens: 448.43 miu/ml(reactive) reference:<10 miu/ml. Hbeag arcitect: 0.397 s/co(non-reactive) reference:<1 s/co. Siemens: 0.25 index(non-reactive) reference:<1 index. Anti-hbe arcitect: 0.02 s/co(reactive) reference: >1 s/co. Siemens:>4.50 index(reactive) reference: <1.2 index. Anti-hbc arcitect: 8.98 s/co(reactive) reference: <1 s/co. Siemens:>8.00 index(reactive) reference: <0.5 index. Patient had the arcitect hbsag retested after two days and five days, respectively. Results listed as below: after 2 days 0.04 iu/ml (non-reactive); other platform - elisa: 9.02 s/co (reactive). After 5 days 0.00 iu/ml (non-reactive); other platform - domestic immunoplatform: 10.08 iu/ml (reactive). High sensitivity hbv dna was also tested and repeated: hbv-dna result was 1.58x10^5 iu/ml (reactive); repeated result was 4.45x10^4 iu/ml. (Reactive) reference range<20 iu/ml.

Manufacturer narrative:
Section b5 has been updated with additional information received from the customer on 30 may 2023.

Event description:
The customer observed a false non-reactive architect hbsag and provided data on 1 patient: (reference = 0.05 iu/ml is reactive). On 8 apr 2023 result was 0.02 (non-reactive) and the physician questioned the result on 10 april 2023 another patient sample was found, and a retest generated a result of 0.04 (non-reactive). On 13 april 2023 a new specimen was collected and generated a result of 0.00 (non-reactive). Additional laboratory data: the patient tested positive for hbsag on the siemens platform, the elisa hbsag was positive, and the hbv-dna test result was positive. There was no reported impact to patient management. Update: the customer provided the following data on 10 may 2023. The patient was diagnosed of acute icteric hepatitis. Alt, ast and total bilirubin were elevated. The customer provided the following results: alt: 1742 u/l,ast: 1576 u/l,total bilirubin: 486 mol /l.. Hepatitis serological indicators were tested on abbott and siemens platforms: hbsag. Arcitect: 0.02 iu/ml (non-reactive) reference:<0.05 iu/ml. Siemens: 241.05 index(reactive) reference:<1 index. Hbsab: arcitect: 321.72 miu/ml(reactive) reference:<10 miu/ml. Siemens: 448.43 miu/ml(reactive) reference:<10 miu/ml. Hbeag arcitect: 0.397 s/co(non-reactive) reference:<1 s/co. Siemens: 0.25 index(non-reactive) reference:<1 index. Anti-hbe arcitect: 0.02 s/co(reactive) reference: >1 s/co. Siemens:>4.50 index(reactive) reference: <1.2 index. Anti-hbc arcitect: 8.98 s/co(reactive) reference: <1 s/co. Siemens:>8.00 index(reactive) reference: <0.5 index. Patient had the arcitect hbsag retested after two days and five days, respectively. Results listed as below: after 2 days 0.04 iu/ml (non-reactive); other platform - elisa: 9.02 s/co (reactive). After 5 days 0.00 iu/ml (non-reactive); other platform - domestic immunoplatform: 10.08 iu/ml (reactive). High sensitivity hbv dna was also tested and repeated: hbv-dna result was 1.58x10^5 iu/ml (reactive); repeated result was 4.45x10^4 iu/ml.(reactive) reference range<20 iu/ml. Update: additional information received from customer on 30 may 2023. The sample was sent for dna mutation sequencing testing. The sample contained wild type of the following genes: g1862, g1899, a1762, g1764 and contained mutant type g1896a (precore region). The pre-s1 deletion mutation, pre-s2 promoter mutations and deletion mutations, 118, 120, 126, 127, 129, 131, 133, 143, 144, 145 were also assessed which resulted in a failure to amplify the target band after two or more repeated or adjusted experiments. Suggestions and explanations on pcr report: 1. This project is a laboratory self-built method, using sanger sequencing method to detect the sites listed in the report. 2. The cutoff value for the detection of mutant virus strains set by this project is 20%, and the possibility of the existence of a low proportion of mutant virus strains cannot be ruled out. 3. This project is mainly used for scientific research purposes, and the test results are for information only.

Event description:
The customer observed a false non-reactive architect hbsag and provided data on 1 patient: (reference = 0.05 iu/ml is reactive). On 8 apr 2023 result was 0.02 (non-reactive) and the physician questioned the result on 10 april 2023 another patient sample was found, and a retest generated a result of 0.04 (non-reactive). On 13 april 2023 a new specimen was collected and generated a result of 0.00 (non-reactive). Additional laboratory data: the patient tested positive for hbsag on the siemens platform, the elisa hbsag was positive, and the hbv-dna test result was positive. There was no reported impact to patient management. Update: the customer provided the following data on 10 may 2023 the patient was diagnosed of acute icteric hepatitis. Alt, ast and total bilirubin were elevated. The customer provided the following results: alt: 1742 u/l,ast: 1576 u/l,total bilirubin: 486 ¿mol /l. Hepatitis serological indicators were tested on abbott and siemens platforms: hbsag arcitect: 0.02 iu/ml (non-reactive) reference:<0.05 iu/ml siemens: 241.05 index(reactive) reference:<1 index hbsab arcitect: 321.72 miu/ml(reactive) reference:<10 miu/ml siemens: 448.43 miu/ml(reactive) reference:<10 miu/ml hbeag arcitect: 0.397 s/co(non-reactive) reference:<1 s/co siemens: 0.25 index(non-reactive) reference:<1 index anti-hbe arcitect: 0.02 s/co(reactive) reference: >1 s/co siemens:>4.50 index(reactive) reference: <1.2 index anti-hbc arcitect: 8.98 s/co(reactive) reference: <1 s/co siemens:>8.00 index(reactive) reference: <0.5 index patient had the arcitect hbsag retested after two days and five days, respectively. Results listed as below: after 2 days 0.04 iu/ml (non-reactive); other platform - elisa: 9.02 s/co (reactive) after 5 days 0.00 iu/ml (non-reactive); other platform - domestic immunoplatform: 10.08 iu/ml (reactive) high sensitivity hbv dna was also tested and repeated: hbv-dna result was 1.58x10^5 iu/ml (reactive); repeated result was 4.45x10^4 iu/ml (reactive) reference range<20 iu/ml update: additional information received from customer on 30 may 2023 the sample was sent for dna mutation sequencing testing. The sample contained wild type of the following genes: g1862, g1899, a1762, g1764 and contained mutant type g1896a (precore region). The pre-s1 deletion mutation, pre-s2 promoter mutations and deletion mutations, 118, 120, 126, 127, 129, 131, 133, 143, 144, 145 were also assessed which resulted in a failure to amplify the target band after two or more repeated or adjusted experiments. Suggestions and explanations on pcr report: 1. This project is a laboratory self-built method, using sanger sequencing method to detect the sites listed in the report. 2. The cutoff value for the detection of mutant virus strains set by this project is 20%, and the possibility of the existence of a low proportion of mutant virus strains cannot be ruled out. 3. This project is mainly used for scientific research purposes, and the test results are for information only

Manufacturer narrative:
H6 adverse event problem - medical device problem code was corrected from a090803 (false negative result) to a090810 (low test results).